Event description:
It was reported, the patient¿s leads broke. Revision surgery was considered, but they could not connect ¿to their body.¿ the site could not remain sterile for three weeks, so the whole system was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v238901; product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v238901; product type lead. (B)(4).